Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). There is a possibility that the printed circuit board had failed due to aged deterioration of the parts on the board by repeated use when the device was used frequently, because more than 4 years have passed since the device was delivered to the user facility. Alternatively, there is a possibility that the printed circuit board had failed due to an accidental failure of a component on the board. Therefore, the reported image malfunction may have been caused by the failure of the ap board and dp board. The ap board drives the image sensor mounted on the endoscope and camera head, and preprocesses the image read from the image sensor. And the dp board performs image processing and image output. Furthermore, omsc concluded that the lamp of the front panel may not be lit due to the failure of the front panel board by the above causes. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was not returned to omsc, but returned to sorc for the repair. Sorc inspected the device and confirmed the following; -sorc couldn¿t duplicate the reported phenomenon that the endoscopic images occasionally became intermittent. -the light guide connector was worn and the video connector was corroded. -the reported image malfunction was likely doe to failure of the electrical circuit boards. And the phenomenon that the lamp of the front panel was not lit up was likely doe to a failure of the front panel board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic images occasionally became intermittent. Olympus inspected the device at olympus service operation repair center (sorc) and found that the lamp of the front panel was not lit up. There was no report of patient injury associated with the event.